Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (failure to deliver device <(>&<)> stent deformation); patients condition affected effectiveness of device (severe calcification). Conclusion results: device failure/lack of effectiveness related to patient condition (severe calcification).

Event description:
The physician was attempting to implant an endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in the rca. The lesion exhibited severe calcification and was reported to be tight and diffuse. It was reported that the physician was unable to pass the stent to the lesion. Another stent was used to treat the lesion. No patient injury occurred and no clinical sequelae were reported. The device was not inspected prior to use. Pre-dilation was performed. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 4th distal stent segment was raised and deformed. Endeavor resolute rx (B)(4) is not approved for commercialization in the us, however it is similar to us approved product (B)(4).